Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of sheath damage is confirmed; however, the root cause could not be determined. The products returned for evaluation were two 4.5fr microintroducer peel-apart sheaths. Microscopic inspection of the distal tip of the sheath revealed both microintroducers exhibited plastic deformation. The sheaths were buckled and flared outward. Additionally, a longitudinally aligned split was observed on the sheath tip on both microintroducers. The sheath tip deformation and split were consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "on the afternoon of (B)(6) 2024, the nurse who placed the tube felt a scratching sensation and resistance on the blood vessel wall when she sent the microcannula sheath into the patient during the process of inserting the micro-cannula sheath. There are 2 cases of the same phenomenon, both of which are the same batch." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "on the afternoon of (B)(6) 2024, the nurse who placed the tube felt a scratching sensation and resistance on the blood vessel wall when she sent the microcannula sheath into the patient during the process of inserting the micro-cannula sheath. There are 2 cases of the same phenomenon, both of which are the same batch." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.